Event description:
A physician reported that during a cataract intraocular lens (iol) implantation procedure, the lens was found to be damaged by the company injector when it was implanted in the eye. Additional information has been requested but is not available at the time of this report. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.